Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument did not fire properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.